Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen started to flicker during startup and during operation. The customer stated there was no patient involvement associated with this event.